Event description:
The facility representative reported a colleague infusion pump with a channel c failure. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel c failure was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to have been a software failure. The pump head module communication harness was inspected and re-seated. No repair was necessary for this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.09.92. Additional information h10: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.